Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was reported the patient¿s left ventricle (lv) lead signal could not be detected. An x-ray examination confirmed the left ventricular lead was dislodged. The lead was explanted and replaced. The patient's condition was stable.